Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s infection and sepsis could not conclusively be determined through this investigation. Furthermore, a direct correlation between heartmate 3 (hm3) left ventricular assist system (lvas), serial number (B)(6), and the report of a subdural hematoma could not be conclusively established through this investigation. The heartmate 3 instructions for use (IFU) lists infection, hemorrhagic stroke, and sepsis as possible adverse events associated with the use of heartmate 3 lvas therapy. This document provides information regarding the recommended anticoagulation therapy and inr values, as well as suggestions for when there is a risk of bleeding. This IFU and the hm3 lvas patient handbook also provide care instructions in regards to preventing infection and provides suggested responses in the event of infection. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was readmitted on (B)(6) 2020. Positive blood cultures for enterococcus, patient was septic. Patient had subdural hematoma. Infectious disease was consulted for positive blood cultures. Driveline site appeared healed and was clean with no signs of infection at the driveline. Unsure of source of sepsis / infection at this time. Neurosurgery consulted for hematoma. Hematoma is very small and neurosurgery isn't intervening as they are not concerned. Zero residual effects from the hematoma. Unsure if these issues are device related. Patient remains hospitalized.